Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue with a one-link catheter extension set. The reporter stated that when they attempted to connect the set to an unspecified angiocath, the set would not screw on or connect properly. The set was replaced to resolve the issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No issues were observed with the set. The reported connection issue could not be verified through evaluation of the photographs. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.